Event description:
During follow-up, there was alleged premature battery depletion on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of premature depletion was confirmed. Upon receipt, the device was unable to communicate due to low battery voltage. The longevity calculations confirmed premature battery depletion occurred. No source of high current was found in the hybrid during lab testing and the device passed ate tests. The cause of the premature depletion was consistent with a battery anomaly.